Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with the original device. No patient complications were reported and the patient status was good. It was further reported that the target lesion was located in the superficial femoral artery.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with the original device. No patient complications were reported and the patient status was good.